Manufacturer narrative:
Occupation is patient's/consumer's daughter. The meter and the test strips were requested for investigation. The meter was requested for return due to high power consumption, however, there are no test strips remaining to return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek vantus meter serial number (B)(6) compared to an unknown laboratory method. On (B)(6) 2023 at 12:30 p.m. The patient had a laboratory result of 2.3 inr while at 3:16 p.m. The meter result was 3.2 inr. The patient's warfarin dose was held for 2 days based on meter result. The patient's therapeutic range was 2.0-3.0 inr and the interval of testing is every 2 weeks. The patient's daughter stated that they got error I-01 for high power consumption and that they changed batteries earlier but still got only 3 bars of power.